Event description:
A 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the treatment of an abdominal aortic aneurysm in 2001. Iliac vessel sizing and aneurysm morphology are unknown. It was reported that the abdominal aortic aneurysm was greater than 6mm with a severely angulated aortic neck. The diameter of the proximal non-aneurysmal aortic neck was 23mm. It is reported that there was distal graft migration, which was corrected by placement of a proximal aortic cuff. The final angiogram noted a leak coming from a branch artery. It is reported that there was accurate placement of the stent graft with successful exclusion of the aneurysm. No info is available regarding the leak from the branch artery. No add'l clinical sequelae were reported and the pt is reported to be fine.